Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 20-34 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly provided self-treatment with glucose tablets/gel and food/drink. The reporter stated for the past few days the patient was getting the day basal rate at night and the night basal rate during the day. The reporter stated the time setting was incorrect. Troubleshooting by animas customer support determined the am and pm settings had been programmed incorrectly and assisted with resetting them properly. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue of setting the time incorrectly in the pump.